Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal gablofen 2000 mcg/ml at 135 mcg/day via an implanted pump for an unknown indication. The pump was replaced on (B)(6) 2019 and would be returned. It was reported the patient was admitted to the hospital with increased spasticity. There were no environmental/external/patient factors that may have led or contributed to the issue. A rotor study was planned, but they decided to replace the pump based on its age. The existing catheter was disconnected from the pump and there was good cerebrospinal fluid (csf) backflow. The new pump was connected. The issue was resolved at the time of this report and the patient¿s status was ¿alive- no injury.¿ other medications the patient was taking at the time of the event were ¿unable to obtain, not available.¿ the patient¿s weight was 141 pounds and medical history included cerebral palsy. No further complications were reported/anticipated or expected.

Manufacturer narrative:
Evaluation of implantable pump serial number (B)(4) revealed no anomalies. The returned pump passed all testing in the lab. The evaluation codes have been updated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was receive from a healthcare provider (hcp) indicated the pump was delivering medication at an appropriate rate. It was noted the patient was admitted due to increased spasticity and ineffective pump bolus. The pump was received for analysis. No further complications were reported or anticipated.